Event description:
It was reported that a male pt sustained severe burns on his body during or after cardiovascular surgery. Attempts to collect add'l info from the hospital were not successful.

Manufacturer narrative:
The unit has not been received and 3m cannot perform an analysis. 3m will continue to monitor this model for future trends. Calls were made to the following hospital twice and 3m did not receive any response in an effort to obtain add'l info. (B)(6) hosp. The type of warming blanket used with the warming unit on the pt was not provided. No info was received as to the serial number or lot number of the products. It is not possible to provide the manufactured date without this info.